Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brushing teeth when brush head became loose, brush head's pin broke off [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2017 that while brushing his teeth that morning with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean became loose and the brush head's pin broke off. No symptoms were reported. Relevant history: none reported. No further information was provided.

Event description:
Brushing teeth when brush head became loose, brush head's pin broke off [device breakage] no adverse event [no adverse event] product counterfeit [product counterfeit] case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on 21-dec-2017 that while brushing his teeth that morning with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean became loose and the brush head's pin broke off. No symptoms were reported. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
31-jan-2018 product investigation results: the reporter returned toothbrush head on 24-jan-2018. Toothbrush head confirmed to be counterfeit.